Event description:
It was reported that a user requested assistance pairing a dexcom g7 sensor to the ilet, during which the ilet displayed that dosing had stopped and the user required education on sensor pairing and bg run mode, indicating an improper procedure or method rather than a device malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.